Event description:
The pt stated that she found insulin residue in the cartridge compartment of her infusion device and on the underside of the insulin cartridge. She stated that this has happened twice during the past week. She stated that she could not see any cracks or damage to the insulin cartridge. She was able to dry out the cartridge compartment of the infusion device. No physiological effects were reported. Upon follow up, the pt stated she has had no further issues and her infusion device is working fine. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.